Event description:
The patient called lfs alleging that the penlet plus lancing device purchased 5 years ago was broken. Senior medical affairs specialist spoke with the patient in april 2004 to obtain additional info. The patient had been unable to test for 2 weeks. On an unknown date pt had been feeling "floaty", unable to focus, and having wobbly legs. An attempt had been made to test; however, the lancing device cap had been popping off. Therefore no reading was obtained. Their friend had taken pt to the hosp, where a blood glucose reading of 592 mg/dl was obtained. Pt was treated with insulin and released the same day. The patient maintained their glucophage regimen throughout the time of concern. The patient eventually learned to use the lancing device without the cap and has been able to test their blood glucose level successfully. Based on info supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable, issue was not resolved through trouble/ // glucose reading of 592 mg/dl was obtained. Pt was treated with insulin and ^// released the same day. The patient maintained their glucophage regimen /// througout the time of concern. The patient eventually learned to use the /// lancing device without the cap and has been able to test their blood /// glucose level successfully. Based on info supplied by the patient, there is /// an indication that the product malfunctioned and that the event meets the /// criteria for a medical device reportable, issue was not resolved through // troubleshooting. Patient's lancing device was replaced. Shooting. Patient's lancing device was replaced.